Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for husband via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that husband bought brand new ones and screen does not turn on at all. Customer is reported back with blank display after receiving new battery cap. Customer reports display is blank. Customer stated that the display was blank less than 30 seconds. Customer stated that display is blank currently. Insert battery alarm displayed on the pump screen. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.